Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The caller stated for the past three months, they had not been able to charge their ins to 100%. The agent advised the patient (pt) keep a log of their charging sessions and review those with their managing doctor. The agent advised the caller to make sure the controller screen was not lit up/active during the charging process (agent did note the pt can check the screen but not constantly). No symptoms were reported.